Event description:
A malfunction alarm was reported, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the issue was resolved with no recurrence of the malfunction. The customer was informed to contact support if the issue occurs again and acknowledged the guidance provided.